Event description:
The customer reported on behalf of the end user that the implant failed. Additional information from the dentist stated that the implant was not placed deep enough during initial placement.

Manufacturer narrative:
Fields was not accurate. This update contains the accurate information for those fields.